Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 95-99% stenosed lesion was located in the proximal ramus artery. The lesion was predilated with a 2.5x15mm maverick balloon. A taxus express2 2.5x24mm drug eluting stent was placed and deployed. The stent was post dilated with a 2.5x15mm nc ranger balloon. Pt condition was satisfactory and the pt was transferred to the floor. Four days later, while still hospitalized, the pt developed chest pain. Heparin was administered and the pt returned to the ccl where a thrombosis was found. The area was predilated with a 2.5x9mm ranger balloon. A 2.5x8mm taxus stent was implanted proximal to the original stent and a 2.5x12mm taxus stent was placed distal to original stent. Both stents overlapped the original stent. The stent balloons were used to post dilate. Pt status was "fine."